Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned device showed that the stent is deformed at its distal end. Two struts are bent outwards. The stent is crimped at its appropriate position. Microscopic analysis revealed stent imprints on the exposed balloon surface indicating that the bent struts were initially crimped on the balloon. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Event description:
Ous MDR - an orsiro coronary drug-eluting stent system was chosen to treat a severely calcified lesion (80% stenosis degree) in a in a tortuous lcx. During placement of the stent resistance was felt and the device was withdrawn. Afterwards it was detected that the stent was deformed.